Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt had a previous pocket revision because the ins was "dangling" from the extension and pulling on her ear. She feels all the revision did was allow more room for it to dangle. She has the same complaint again. Additional information has been requested and if rec'd a f/u report will be sent.